Event description:
It was reported that the recently implanted vns patient¿s device showed high impedance during an office visit on (B)(6) 2014. During the office visit, the physician increased the patient¿s device settings. It was noted that the patient would cough for 2-3 minutes as he normal did when his magnet was swiped. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient was sent for x-rays which were reported by the physician to be unremarkable. The patient was able to perceived stimulation on-times when the patient¿s device settings were adjusted.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
Further follow-up revealed that high impedance has been observed since the first programming appointment. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The patient has not experienced any adverse events. X-rays were received and reviewed by manufacturer. The lead pin could not be confirmed to be fully inserted into the generator header based on the images received. There was no obvious discontinuity identified in the x-ray images provided. No surgical intervention has been performed to date.

Event description:
Additional information was received that the patient underwent a prophylactic generator replacement surgery on (B)(6) 2015. Pre-operative diagnostics confirmed high impedance (8878 ohms). Prior to lead replacement, the surgeon replaced the patient's generator and ran diagnostics which yielded normal results. A total of thirteen diagnostic tests were run, all of which showed normal impedance values except for one where the lead pin was confirmed by the surgeon to not be fully inserted into the generator. Thus, it was believed that incomplete pin insertion was causing this patient's high impedance problems and no lead replacement occurred, only generator replacement. The explanted generator has been received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Additional information: it was reported that the patient was seen again at which time device diagnostics resulted in high impedance (8363 ohms). The patient's parents feel that the vns has already helped the patient and they have been able to decrease the patient's medications. The physician has chosen to continue device therapy and will refer the patient for surgery. No known surgical intervention have been performed to date.

Event description:
Additional information: analysis of the explanted generator was completed. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No obstructions were observed in the header lead cavity or the connector blocks. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.